Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high ldl_c ldl-cholesterol plus 3rd generation result for one patient sample. The initial result was 449.23 mg/dl and was reported outside of the laboratory. The doctor requested that the sample be repeated and the results were 185.64 and 181.61 mg/dl. There was no allegation of an adverse event. The reagent lot number was 20918801 with an expiration date of 30-nov-2018. The field service representative checked the probes and the instrument status which seemed to be fine. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the multiple alarms found in the analyzer alarm trace, it was possible that the sample probe transferred too much sample due to deposits on the outside. Additionally, the tube settings in the system may not have been matched to the tube fill volume. Therefore, the probe would dive too deeply into the sample. The settings actually programmed in the system could not be confirmed. Based on the provided calibration and qc data, a general reagent issue was not suspected.

Manufacturer narrative:
Na.